Manufacturer narrative:
This report is submitted on may 12, 2021.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2021 to replace the internal magnet.

Event description:
Per the clinic, the patient experienced pain following a magnet dislodgement during an MRI in (B)(6) 2021. Surgery to replace the magnet is planned, but has not yet occurred as of the date of this report.